Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) 2019-05-10. It was reported the cause of the patient's device not working was unknown. The patient stated she did not use it for (unknown timeframe) on (B)(6) 2019. The manufacturer representative (rep) met the patient at the office for a reboot and has had multiple phone consults with the patient. It was unknown whether the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated their implant has not worked for two weeks. It was noted that the recharger is charging, but it will not pair with the patient's device. The patient noted that a manufacturing representative (rep) stated that they might have to have their ins replaced. No further complications were reported. No additional patient symptoms were reported.